Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer woke up with elevated blood glucose levels (450 mg/dl). Reportedly, the customer changed the cartridge the previous night and did not complete the load process correctly, and never resumed insulin delivery. Customer changed the cartridge, resumed insulin delivery, and delivered a bolus to stabilize blood glucose levels.